Manufacturer narrative:
A visual examination of the stent found signs of stent damage. Stent struts from the most distal strut row were lifted from their crimped positions. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a kink 90mm distal from the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. There was some resistance when using this 4.00 x 24mm synergy xd in a guide catheter for a percutaneous coronary intervention in a moderately tortuous, 90% stenosed, and severely calcified target lesion. Upon removal from the guide catheter, stent damage was noted. The device was replaced and the procedure was completed successfully with no patient injury.

Event description:
It was reported that stent damage occurred. There was some resistance when using this 4.00 x 24mm synergy xd in a guide catheter for a percutaneous coronary intervention in a moderately tortuous, 90% stenosed, and severely calcified target lesion. Upon removal from the guide catheter, stent damage was noted. The device was replaced and the procedure was completed successfully with no patient injury.